Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2011, the patient experienced the symptoms of nausea, sleepiness and thirst. The patient went to the emergency room. While in the ER, the patient tested her blood glucose level using the reported meter and obtained a reading of 383 mg/dl. Within 30 minutes, the patient's laboratory blood glucose test result was 600 mg/dl. The patient was treated with humalog insulin and she was admitted to the hospital. Troubleshooting revealed the patient's technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the issue, and the meter reading correlated with the hcp reading, her symptoms and treatment. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.

Manufacturer narrative:
Follow-up # 1 (06/17/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The test strips and control solution have also been returned to lfs; however, investigation has not been completed; no conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.